Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine unrelated procedure to change the generator, noise suspected to be the beginning of insulation damage was noted on the atrial and ventricular leads. The physician elected not to replace the leads as the patient was not dependent on the device for normal function. Programming changes to decrease sensitivity were made to mitigate oversensing due to noise. The leads will be monitored. The patient was discharged.